Event description:
It was reported that during an ear, nose, and throat (ent) surgery, it was observed that the motor device was overheating. As a result, there was a twenty minute delay in the surgical procedure. An identical spare device was available to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The incorrect date of product returned was inadvertently inserted into the previous medwatch report. The correct date of product return has been received and entered into device available for evaluation of this supplemental medwatch report.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a pushed in connector pin, the disconnect sleeve was difficult to operate, the thermistor failed, the hand control failed and the connector body was loose. It was determined that the thermistor was damaged from heat and/or immersion during cleaning. Therefore, the reported condition was confirmed. It was determined that the hand control failed because the thermistor was damaged. It was determined that the pushed in connector pin was due to the connector not being properly aligned and forced into the female connector when plugging it into console. It was determined that the disconnect sleeve was difficult to operate due to a damaged locking mechanism. It was determined connector body was loose due to loctite deterioration. It was determined that the device showed signs of damage caused by the sterilization process/immersion during cleaning which is a failure to follow the directions for use (dfu). The assignable root cause was determined to be de to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.